Manufacturer narrative:
This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. The device remains implanted in the patient and is thus not available for return to the manufacturer. With a review of the available information there is no evidence to indicate any device malfunctions or performance issues that would impact the reported events. Possible clinical factors that may have contributed to this event include the patient's pre-existing history and related comorbidities, the progression of their underlying disease, issues related to the therapeutic use of anticoagulant and antiplatelet medications and the patient's complex post-operative course. There are possible patient, pharmacological and procedural factors that may have contributed to this event. Heartware will submit a supplemental report when new facts arise, which materially alters information submitted in a previous MDR report.

Event description:
A report was received that a patient presented to the emergency department (ed) with complaints of watery eyes, a scratchy throat, nasal congestion, a fever, a dry cough, and chest discomfort when coughing. According to the ed physician, the patient was having flu-like symptoms. Findings from a chest x-ray and an electrocardiogram were normal. Blood cultures proved to be positive for staphylococcus epidermis and the patient was started on intravenous (IV) vancomycin. Subsequent blood cultures on the same day revealed no growth. Further diagnostic testing was suggestive for infection at the driveline (dl) exit site with no evidence of infection associated with the pump, cannula, dl tract or the implantable cardioverter defibrillator or its' leads. A colonoscopy was also essentially normal. The patient was discharged on (B)(6) 2014. The event was reported to have been resolved on (B)(6) 2014. The primary investigator reported that the event was related to the patient's condition and unrelated to the study device. No further information has been provided.